Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported incomplete coaptation (intraprocedure) appears to be due to challenging patient anatomy (chordal rupture, prolapse, flail, thick leaflets, small atrium). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report a mitraclip that resulted in a single leaflet device attachment (slda). It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr), chordal rupture, prolapse, flail, thick leaflets, and a small atrium. During a mitraclip procedure, all devices were prepared and all steps were performed according to instructions for use (IFU). The the first mitraclip xtw (cds-20722r1047) was implanted in the a2-p2 scallop. Leaflet insertion assessment was confirmed and the deployment of the clip according to IFU indication. The jet was reduced from 4+ to 2-3+. It was decided to implant a second mitraclip xt (cds-0316r120) lateral to the first one in order to reduce the jet. During the positioning of the second mitraclip xt (cds-0316r120), a single leaflet device attachment (slda) of the anterior leaflet of the first mitraclip xtw (cds-20722r1047) occurred. The device was detached from the posterior leaflet. The two mitraclips never interacted with each other. The second mitraclip xt was positioned lateral to the first one, on the lateral portion of a2-p2, in order to stabilize the movement of the first mitraclip xtw. Grasping was good and leaflet insertion was satisfactory, and the clip was deployed. The final mr was 3-4+. After the procedure the patient condition appeared stable, as there was no adverse patient sequelae or clinically significant delay. No additional information was provided.